Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to keratin and due to continued attempts, the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.75 x 48mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the mid stent region lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to keratin and due to continued attempts, the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.